Event description:
It was reported that during a revascularization procedure of the non-calcified, moderately tortuous, restenosed unspecified promus stent [(B)(6) 2014] in the right coronary artery (rca) the 3.5 x 23 mm xience alpine stent was implanted in the proximal rca, the 3.5 x 12 mm implanted in the mid rca, and the 3.25 x 15 mm was implanted in the distal rca without reported issue. It was noted that during device removal of each stent delivery system (sds) resistance/drag was noted and the physician had to manipulate the device to facilitate the removal. There was no reported adverse patient effect. The procedure was concluded with a good result. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - distal to stent. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to remove from the anatomy from this lot. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience alpine stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the reviewed information, no product deficiency was identified. The other two xience alpines referenced are being filed under separate manufacturing report numbers.